Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken connector. The event had occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for investigation, and the reported failure was confirmed. A root cause could not be identified. Based on the product inspection, olympus confirmed the transducer connector was broken, however, the most probable cause of the complaint is cause traced to component failure, it is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.